Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A medical doctor reported that a pt experienced a posterior capsule tear "due to the malfunction around the port", during a cataract with intraocular lens implant procedure. Add'l info has been requested.